Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received an alarm for a loose drive support cap. Customer was pregnant and in the hospital for nephropathia at the time of the report. The blood glucose reading was 155 mg/dl. It was reported that the insulin was squirting out during the manual prime process. Customer was unable to exit the "preparing to prime" loop. The drive support cap appeared normal and recessed and the insulin pump had not been dropped or bumped. Nothing further was reported.

Manufacturer narrative:
Insulin pump was received with a prime alarm during basic occlusion test and unable to prime during prime test due to protruded and loose drive support disk. Insulin pump had cracked display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window.